Event description:
During evaluation of a returned homechoice machine, an increased intraperitoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 3279ml. The largest prescribed fill volume was 2000ml. This meets iipv criteria. Product surveillance contacted the peritoneal dialysis nurse on (B)(6) 2010. According to the nurse she was not aware that the patient drained 3279ml. Additionally, the patient did not report feeling overfilled. The nurse was informed of the probable cause found during evaluation. The nurse stated that the device is set to drain out at least 85% o fluid. The nurse advised she will look further into the minimum drain volume setting. The patient is currently on continuous ambulatory peritoneal dialysis for unrelated issues. No further information was provided. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.